Manufacturer narrative:
The reported event of the threshold test not canceling when releasing the ¿test¿ button could not be confirmed. The programmer logs were reviewed by abbott engineering and there was no evidence that the button was released in order to terminate the test.

Event description:
During an in-clinic follow-up, a threshold decrement test was performed. Once the device reached a loss of capture, the physician released the test button on the merlin programmer, however, the decrement test did not end as expected. The capture threshold continued to drop until the test completed on its own. The patient was not pacemaker dependent and, therefore, did not experience any adverse consequences due to the event. The patient was in stable condition.